Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she attempted to deliver a bolus, and the insulin pump delivered 120 units of insulin at once. However, instead of dropping, she says her blood glucose levels went up to 850 mg/dl. The customer went to the hospital due to this issue, and was admitted with a blood glucose reading of 685 mg/dl. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.